Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported impact to the customer¿s blood glucose. The customer was instructed to reset the pump to resolve the issue and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.